Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA june 2, 2016. Method: visual inspection; device-to-device interaction testing. Results: no failure detected. Conclusion: unable to confirm. The actual device was returned and evaluated. The sample consisted of both the quick connects from the affected custom cardiovascular procedure kit and the prescriptive oxygenator pack manufactured at a separate terumo facility and reported in MFR# 1124841-2016-00220. The device was visually inspected and the parts were connected together when received and were attempted to be pulled apart by pulling on the bonded tubing in opposite directions. The components stayed connected during this attempt. Using the proper disconnection technique by pushing down on the thumb latch of the body part, the parts disconnected with no issues. They were then reconnected and the proper clicking noise could be heard signifying a complete connection. This disconnection/reconnection test was repeated three times with no issues. The connection was then pressurized to approximately 550 mmhg and the parts were attempted to be pulled apart again while pressurized. Again, they stayed connected with no issues. No anomalies were noted from the appearance in the connection. It operated within specifications, no failure was detected. A definitive root cause could not be determined, therefore; the event is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up

Manufacturer narrative:
(B)(4). The device was decontaminated in a 10% bleach solution. The device history record was reviewed, there were no issues noted. Per the photographs provided, there was no apparent deformation or damage to the part. The thumb latch appeared to be intact and the chamfer was not damaged. This is further supported by the fact that the perfusionist was able to reconnect and complete the case. Further testing is being evaluated. (B)(4).

Event description:
The customer reported that the quick connects disconnected during bypass. It was the arterial outlet, distal to the oxygenator. The perfusionist had initiated bypass and was on cardiopulmonay bypass (cpb) approximately 3-4 minutes when the quick connector after the arterial outlet of the oxygenator disconnected. There was a loss of approximately 2 liters of blood. The perfusionist clamped the proximal and distal lines where the disconnection occurred. After a 1-2 minute delay to reconnect the male and female portion of the quick connector, and assure there was no air in the arterial line, they recommenced cpb. Due to the blood loss the patient received 2 units of packed red blood cells (prbcs). They finished the case without further incidence. It is unclear if the quick connector was bumped by the physician assistant (pa), or the quick connector wasn¿t properly engaged, which caused the disconnection. The fact that they reconnected the quick connect and finished the case without any further issue indicates the quick connect was functioning properly. The patient woke up post operatively, but did experience a seizure. The sales representative stated that he has been unable to get any further information on the patients¿ status. There was a risk of hypotension and hypoperfusion as a result of having to come off cpb to reconnect the lines. The combination of both could result in tissue hypoxia for the patient. This could¿ve been exacerbated by the fact the patient was warm when the disconnection occurred. They could¿ve mitigated the hypotension and hypoperfusion by ventilating the patient and optimizing cardiac output while the perfusionist was reconnecting, and de-airing the arterial line. There was a risk of infection from the disconnection and the subsequent break in the sterile integrity of the circuit, and from the blood transfusions. Second, there was an additional risk from the blood transfusions related to the inflammatory nature of allogeneic blood. Third, there was a risk of air embolism as a result of the disconnection, and if the perfusionist didn¿t completely de-air the arterial line prior to going back on cpb. Lastly, there was a biohazard risk for the operating room personnel due to the large amount of blood loss. This did result in a major inconvenience for the surgeon and perfusionist to mitigate the disconnection of the quick connector.